Event description:
It was reported during on going use, the device was showing premature battery depletion. The device was explanted and replaced on (B)(6) 2019. No adverse effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during on going use, the device was showing premature battery depletion. The device was explanted and replaced without causing adverse effects to the patient. Additional information: this report is being updated to include final analysis results.